Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and the computer was replaced. It was noted that after replacing the computer, while loading software and when backing out to the splash page input was lost again. All cabling was confirmed to be fully seated and the issue could not be replicated. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. The suspect computer was returned to the manufacturer for evaluation. The computer booted normally and passed all tests. No fault was found on the returned computer.

Event description:
A medtronic representative reported that outside of a case the navigation system was on the launch screen and suddenly switched to no input detected. The panel was opened and the computer fan was running. The video splitter was checked and it only had a power light. The cables were reseated at the back of the computer with no resolution. Reseated the cables at the video splitter and the screens came on, but the computer appeared that it had just started booting. There was no patient present when this issue was identified.